Event description:
When patient was undergoing procedure, the laser fiber was caught in a manual irrigator and broke upon flushing while laser was being fired. Assisting scrub tech grabbed the fiber causing a small first degree burn on the palm of her right hand. Protective equipment used: double-gloved staff member was seen by employee health and declined treatment.